Event description:
The customer reported that a patient death occurred, and the nurses were uncertain if the monitor was switched off.

Manufacturer narrative:
The customer reported that a patient death occurred and the nurses were uncertain if the monitor was switched off. Based on the immediate available information, the hospital's biomed tested the alarms with a simulator and found no faults. Philips is in the process of obtaining additional information regarding this incident and the complaint remains under investigation. A final report will be submitted once the investigation is completed. (B) (4).